Manufacturer narrative:
(B)(4), (loss of appetite), (B)(4).

Event description:
A dye study was performed in (B)(6) 2009; the patient was told the pump was working as intended. From (B)(6) to (B)(6) 2010 the pump was "intermittently" infusing morphine. The patient experienced withdrawal symptoms; nausea, diarrhea, loss of appetite, and loss of sleep. The physician ruled out "anxiety attacks." The pump battery "has been draining," the pump print-out indicated there were 28 months of battery life remaining. The plan was to replace the pump on (B)(6) 2011. At the time of this report, the pump contained saline. Additional information has been requested from the hcp, but was not available as of the date of this report.